Manufacturer narrative:
H6: c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. This complaint was initiated on the basis of information received from the field. The information reported in the complaint indicates the user experienced an inability to deploy the device, there was no expansion of the endoprosthesis, and the device was subsequently withdrawn without additional complication. The viabahn® device was returned to gore for evaluation, and the endoprosthesis was observed to be partially expanded. The evaluation has observed the deployment mechanism to be functional: the deployment line was not caught on any part of the device and deployment continued during evaluation. The cause for the reported deployment difficulty could not be established. Procedural use and benchtop evaluation of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21: device was returned and under engineering evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2024, a patient was to be implanted with a 5mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to lower limbs. After routine arterial angiography, a guidewire was inserted to lower limb. A termo loach guidewire was replaced with a 7mm x 10cm balloon (abbott) for dilation. After dilation, a termo stiff exchange guidewire and 8fr x 40cm sheath (cook) were replaced. After inserting the sheath, knob of vsx device was pulled at target lesion. It was found that the stent was not deployed as normal. After confirming that it was not due to sheath, guide wire, or vascular disease, knob was pulled again but still not deploying. Therefore, vsx device was withdrawn from patient. After withdrawal, vsx device was tested at back table. It was found that vsx device could not be successfully deployed after pulling the deployment line. Another 6mm x 10cm vsx device was used to complete the procedure successfully.